Event description:
It was reported that the remote transmission showed questionable atrial capture on the current electrocardiogram (egm) and during the atrial tachycardia/atrial fibrillation (at/af) episode. There was also far field r-wave (ffrw) sensing that resulted in an inappropriate detection of at/af. The clinician will evaluate the atrial capture and ffrw sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d314drm implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 6935m implantable tachy lead implanted: 2012 (B)(6). (B)(4).